Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The customer reports that during a sigmoid colon resection procedure, the device was fired: when the surgeon attempted to pull it away, it would not release. It tore the anastomosis and the patient received a colostomy as a result. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.